Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause identified as a temperature cable failure. The device was working. Event log shows alarm 15 (unable to obtain stable patient temperature), alert 50 (patient temperature 1 erratic), alert 114 (treatment stopped,) alarm 15, alert 50, alarm 14 (patient temperature 1 probe out of range) and this repeats over and over. Patient temperature was 33.6c, targeted temperature (tt) was 33.5c. Therapy currently stopped. Had restart therapy. Using esophageal probe and placement verified. No secondary source available. Suggested swapping out the temperature in cable and then restarting therapy. Encouraged to call back if additional assistance is needed or if any alerts/alarms return, nurse called biomed and they stated they have no cables. They got another critically patient trying to care for and could not hunt down the cables. Biomed stated they did not order cables and that it would be the department's responsibility. Asked if could assist them with borrowing a cable from a device not currently in use. They would not get involved in that either. Asked where the other 5 devices are located at in the facility so that the nurses could reach out for assistance. The as devices are in the ICU, micu, sicu and cvicu. Explained what biomed said. Advised where the other devices are located and suggested reach out to those departments to see if they have a compatible cable. Suggested the purchase multiple cables to have on hand in case this occurs in the future. Emailed the temperature cable pdf with item numbers and provided the customer service email. Per follow up information received via task on 10dec2025, spoke with charge nurse who confirmed cable was the fault. They noticed that the cable body looked worn out and starting to fray so it was disposed of. They were able to borrow a cable from the sicu and have requested their supplies team orders more cables. After exchange, they did not receive further alarms. The serial number for this investigation is unknown. The latest labeling revision will be reviewed. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Correction: f, h the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse just received patient and states nurses told the arctic sun device was alerting all day yesterday. The device was working. Event log shows alarm 15 (unable to obtain stable patient temperature), alert 50 (patient temperature 1 erratic), alert 114 (treatment stopped,) alarm 15, alert 50, alarm 14 (patient temperature 1 probe out of range) and this repeats over and over. Patient temperature was 33.6c, targeted temperature (tt) was 33.5c. Therapy currently stopped. Had restart therapy. Using esophageal probe and placement verified. No secondary source available. Suggested swapping out the temperature in cable and then restarting therapy. Encouraged to call back if additional assistance is needed or if any alerts/alarms return, nurse called biomed and they stated they have no cables. They got another critically patient trying to care for and could not hunt down the cables. Biomed stated they did not order cables and that it would be the department's responsibility. Asked if could assist them with borrowing a cable from a device not currently in use. They would not get involved in that either. Asked where the other 5 devices are located at in the facility so that the nurses could reach out for assistance. The as devices are in the ICU, micu, sicu and cvicu. Explained what biomed said. Advised where the other devices are located and suggested reach out to those departments to see if they have a compatible cable. Suggested the purchase multiple cables to have on hand in case this occurs in the future. Emailed the temperature cable pdf with item numbers and provided the customer service email. Per follow up information received via task on 10dec2025, spoke with charge nurse who confirmed cable was the fault. They noticed that the cable body looked worn out and starting to fray so it was disposed of. They were able to borrow a cable from the sicu and have requested their supplies team orders more cables. After exchange, they did not receive further alarms.

Event description:
It was reported that the nurse just received patient and states nurses told the arctic sun device was alerting all day yesterday. The device was working. Event log shows alarm 15 (unable to obtain stable patient temperature), alert 50 (patient temperature 1 erratic), alert 114 (treatment stopped,) alarm 15, alert 50, alarm 14 (patient temperature 1 probe out of range) and this repeats over and over. Patient temperature was 33.6c, targeted temperature (tt) was 33.5c. Therapy currently stopped. Had restart therapy. Using esophageal probe and placement verified. No secondary source available. Suggested swapping out the temperature in cable and then restarting therapy. Encouraged to call back if additional assistance is needed or if any alerts/alarms return, nurse called biomed and they stated they have no cables. They got another critically patient trying to care for and could not hunt down the cables. Biomed stated they did not order cables and that it would be the department's responsibility. Asked if could assist them with borrowing a cable from a device not currently in use. They would not get involved in that either. Asked where the other 5 devices are located at in the facility so that the nurses could reach out for assistance. The as devices are in the ICU, micu, sicu and cvicu. Explained what biomed said. Advised where the other devices are located and suggested reach out to those departments to see if they have a compatible cable. Suggested the purchase multiple cables to have on hand in case this occurs in the future. Emailed the temperature cable pdf with item numbers and provided the customer service email. Per follow up information received via task on 10dec2025, spoke with charge nurse who confirmed cable was the fault. They noticed that the cable body looked worn out and starting to fray so it was disposed of. They were able to borrow a cable from the sicu and have requested their supplies team orders more cables. After exchange, they did not receive further alarms.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.